Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial report filed, additional information was received indicating that the patient died on (B)(6) 2018 due to the patient not recovering from the mitral valve replacement surgery. The patient became hypotension which led to renal failure. The patient refused dialysis. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported difficulty to deploy the clip in this incident appears to be related to the low transseptal puncture, which likely caused increased tension on the system, such that the clip was unable to initially disengage from the l-lock assembly, but ultimately released following troubleshooting maneuvers to deploy the clip. The difficulty grasping was a result of patient morphology/pathology (p2 flail, possibly diseased anterior mitral leaflet and a low transseptal puncture) and user technique/procedural circumstances of difficult visualization. The reported single leaflet device attachment (slda) was due to a combination of patient morphology/pathology and procedural circumstances of the difficulty removing the gripper line, which likely caused increased tension on the clip, such that it detached from the anterior leaflet. The difficulty removing the gripper line appears to be due to the patient morphology/pathology. The poor image resolution issue was associated with challenging visualization throughout the procedure. The reported tissue damage appears to be related to the procedural circumstances of difficulty grasping of the leaflets. The reported hypotension, renal failure and death appear to be related to the surgical procedure, and not the device. The reported patient effects of death, hypotension, mitral valve injury and renal failure as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. This event was further reviewed by an abbott vascular medical affairs director. The reviewer stated that in this case, the placement of 2 clips was challenging due to poor imaging and possible leaflet pathology resulting in the slda of the 2 clips. Additional information was received indicating that the patient died due to lack of recovery from the mitral valve replacement surgery. Death was a complication of the surgical procedure and was unrelated to the device. He further stated that hypotension leading to renal failure was subsequent to the surgical procedure as the patient was stable following the mitraclip procedure. Surgery led to the cascade of events leading to renal failure and ultimately death after the patient declined dialysis.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional implanted mitraclip referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the single leaflet device attachment (slda) and tissue damage. It was reported that this was a mitraclip procedure to treat a degenerative mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds 71009u123) was advanced to the mitral valve. Several grasping attempts were performed and noted to be difficult due to imaging. The leaflets were able to be grasped. The deployment sequence was started, but the clip did not initially release from the cds. After careful maneuvering, the clip deployed successfully. The gripper line was slowly removed, but there was lots of tension as the gripper line was pulled back, and the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). The gripper line took a long time to remove as the clip was swinging on the posterior mitral leaflet (pml). The second cds (71002u114) was advanced to the mitral valve. Grasping was again difficult. The clip was placed just lateral to the slda clip for stabilization. During removal of the gripper line, the second clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). The gripper line was removed and both clips remained attached to posterior mitral leaflet. Imaging was very challenging throughout the procedure and the distal edge of the anterior leaflet appeared to be damaged due to the multiple grasps with both clips. Two clips were implanted and the mr remained at 4+. The patient was stable and sent to mitral valve replacement surgery for treatment. No additional information was provided.